Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va316lg); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they have a medical record indicating that "some form of revision" was done on (B)(6) 2024 and a "lead was redirected". Hcp had no other detail at time of call. Hcp looking to understand what this procedure involved. Agent reviewed registration info and redirected to managing hcp regarding revision.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va316lg serial# implanted: on (B)(6) 2024 explanted: on (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported the cause of the lead needing to be redirected was unknown. The most likely cause of this issue was the patient had irritation at the incision site where the implantable neurostimulator (ins) was placed, making it painful to sit. Likely this was due to nerve irritation on the skin. Steps taken to resolve this issue were the ins was removed, detached, and placed in a new pocket superior to the previous location. The issue had been resolved.